Event description:
A patient underwent a total laparoscopic hysterectomy in which seprafilm was used. Seprafilm was applied to pelvic floor and uterine stump sutures. Three days post-operative, the patient experienced a fever (37°c) and was subsequently hospitalized. The patient was treated with oral levofloxacin (500 mg per day for 7 days). Three days later, the patient was discharged. Seven days later, the patient was hospitalized and diagnosed with a pelvic infection manifested by fever (37°c). Two days later, the patient was treated with tazopipe (4.5g x 3/1day) and chloramphenicol (tablet 100mg/1 day). The next day, the patient began treatment with minocycline infusion (200g for 2/1 days). Eight days after admission, the patient was discharged. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.